Event description:
Caller reported that a malfunction occurred on the pump. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information, assisted the caller with resetting the pump, and confirmed that the malfunction code did not recur after resetting. Customer was instructed to continue using the pump and to call back if any malfunction code recurs, which the caller acknowledged and understood.